Event description:
It was reported that during a laparoscopic ventral hernia procedure, the insufflator unit stated over pressure and was venting. The anesthesiologist noted that the patient's carbon dioxide level increased and the patient had a prolonged wake up lasting 95 minutes. The patient was awakened in the operating room. The insufflator unit was removed from service and the physician was notified/aware of the event.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Past complaints involving this product family and this reported failure have been primarily caused by: bad lpu/hpu; bad pressure sensors or pressure control valves; user misuse and/or over due for calibration. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted a follow up report will issued. In sum, the product was not returned and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
At this time the part number is unknown, shall it become available, it will be provided in future MDR reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a laparoscopic ventral hernia procedure, the insufflator unit stated over pressure and was venting. The anesthesiologist noted that the patient's carbon dioxide level increased and the patient had a prolonged wake up lasting 95 minutes. The patient was awakened in the operating room. The insufflator unit was removed from service and the physician was notified/aware of the event.